Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. No details about the cause of the revision surgery were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: case (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, the patient experienced an unspecified adverse event with an unknown anthology hip implant. This was treated by revision surgery on unknown date. Current health status of the patient is unknown. No further information is available at the moment.